Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. A review of the alarm log identified an occurrence of the f-94 alarm, confirming the reported condition. The cause of the f-94 alarm was determined to be that the time and date configuration needed to be reset. To correct the condition, the configuration settings were reset. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump presented the f-94 alarm. There was no patient involvement. No additional information is available.